Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead exhibited short v-v¿s. A fracture was suspected. The pace/sense portion of the rv lead was capped and replaced while the high-voltage coils remain in use. No patient complications have been reported as a result of this event.